Manufacturer narrative:
Other applicable components are: product ID: 37612, serial# (B)(4) implanted: (B)(6) 2015, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for dystonia and movement disorders. The patient reported that their implant batteries were depleting quickly. The patient reported that this had been an issue since (B)(6) 2015. No patient symptoms were reported. No further patient complications have been reported as a result of this event.